Event description:
It was reported that during preparation for a stone procedure, the fiber got fractured when using moses feature. The procedure was completed with another fiber without patient complications.